Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Correction g2: (remove health professional) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the phenomenon was not reproduced in the inspection and could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the device evaluation the printed circuit board, and board connector were replaced as preventive repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite video system center had no signal output, and the panel would not light up all the time. The issue was found during preparation for use in a diagnostic gastroenteroscopy. The patient was not under anesthesia. The procedure was completed with a similar device. There were no reports of patient harm.